Event description:
Boston scientific received information that, one month post-implant, a micro-perforation was observed with loss of capture (loc) and increased thresholds measurements. There was no pacing inhibition of greater than 2 seconds. This patient was not pacemaker dependent, and had own intrinsic rhythm. Sensing and impedance measurements were stable and within range. The decision was made to reposition this right ventricular (rv) lead, which resulted in normal thresholds measurements and capture. No adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.